Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed the battery cap height was out of specification and the threads were stripped. This report is made based on the results of an investigation completed on (B)(4) 2012.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2012, with the following findings: no insulin delivery defect was found with the pump. Visual inspection of battery cap revealed stripped threads: when battery cap was installed onto the test pump the yellow o-ring was visible and not seated properly. Battery cap contact jeight is below specification).